Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) proximal conductor distorted. Blood infiltration into the helix/lobe mechanism.

Event description:
It was reproted during the implant procedure that after lead fixation, impedances were out of range. After extraction, there appeared to be damage to the lead header. The lead was not implanted. No patient complications have been reported as a result of this event.